Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported via the health authority that a test failed, and it was suspected that a blockage of the infusion tube had occurred before photocoagulation surgery. The surgery was completed after replacing the product with the same product. There was no information regarding patient impact.